Event description:
Patient's wife called to report that they received a letter about their recently purchased glucose-monitoring device, the freestyle libre 2, that was purchase at cvs for her husband. The device is being recalled due to issues with the power and energy systems. Reporter states that for this particular device, it does not hold a charge and the alarm continuously goes off. The device also does not provide correct readings.